Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 10-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. Within a month after the procedure, plaintiff started to experience pelvic cramping, a metallic taste in her mouth, back and abdominal pains, as well as heavier, longer menstrual cycles that were usually painful. She later learned that the left coil had migrated out of her fallopian tubes. On (B)(6) 2015, plaintiff sought a definitive solution to the problems that she was experiencing and underwent removal of the fallopian tubes containing the essure coils. Company causality comment: this case report was received from a lawyer on behalf of female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and her left coil had migrated out of her fallopian tube. Consumer underwent a bilateral salpingectomy with essure coils. This event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity). In this case, although the exact mechanism of the event is not known given its nature causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 21-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced left coil had migrated out of her fallopian tube. Three months after insertion the consumer underwent a bilateral salpingectomy for removal of the essure coils. This event is serious due to medical significance and anticipated in the reference safety information of essure. During the use of essure there is a risk that the device may move out of the fallopian tubes; this dislocation may consist of an expulsion into uterus/cervix or out of the body, a migration into the distal fallopian tube or peritoneal cavity or can occur as a result of a perforation during insertion. In this particular case, no information was provided on potential risk factors for the dislocation, but a causal relationship between the event and essure cannot be excluded (related). Additional non-serious events were also reported. This case was categorized as incident since device removal was required. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. Further information is expected through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/left coil had migrated out of her fallopian tube/migration of device-location of device:perforated tube"), device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("heavier longer menstrual cycles that were usually painful/abnormal bleeding(menorrhagia)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nova-ring from 2012 to 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("cramping pelvic"), dysgeusia ("metalic taste in her mouth"), back pain ("back pain"), abdominal pain ("abdominal pains"), dysmenorrhoea ("heavier longer menstrual cycles that were usually painful/dysmenorrhea(cramping)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, hysterectomy (full) and ablation done). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, headache, allergy to metals, alopecia and abdominal pain lower had resolved and the pelvic pain, dysgeusia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: essure removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: unilateral occlusion (right tube occluded).. Ultrasound scan vagina - on an unknown date: unilateral occlusion (right tube occluded), migration of essure device, right coil was placed successful but the left coil migrated. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet received. Event outcome was updated for the event dysmenorrhea(cramping). Lab data result was updated. Event onset date was updated. Patient's aka name was added. Treatment drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/left coil had migrated out of her fallopian tube"), device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("heavier longer menstrual cycles that were usually painful") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nova-ring from 2012 to 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("cramping pelvic"), dysgeusia ("metalic taste in her mouth"), back pain ("back pain"), abdominal pain ("abdominal pains"), dysmenorrhoea ("heavier longer menstrual cycles that were usually painful") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (bilateral salpingectomy and ablation done). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, migraine, headache, allergy to metals, alopecia and abdominal pain lower had resolved and the menorrhagia, pelvic pain, dysgeusia, back pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results : unilateral occlusion (right tube occluded). Ultrasound scan vagina - on an unknown date: results: migration of essure device, right coil was placed successful but the left coil migrated. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Reporter's information was added. Patient's demographics was added. Date of removal was updated. Added event abnormal bleeding (vaginal), migraines ,headaches, migration of essure device location of device: uterus, nickel allergy, perforation (fallopian tube(s), hair loss, abdominal pain lower. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/left coil had migrated out of her fallopian tube/migration of device-location of device:perforated tube'), salpingitis ('fallopian tube with mild chronic inflammation'), device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('heavier longer menstrual cycles that were usually painful/abnormal bleeding(menorrhagia)') in a 26-year-old female patient who had essure (batch no: b60749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nova-ring from 2012 to 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("cramping pelvic"), dysgeusia ("metalic taste in her mouth"), back pain ("back pain"), abdominal pain ("abdominal pains"), dysmenorrhoea ("heavier longer menstrual cycles that were usually painful/dysmenorrhea(cramping)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, hysterectomy (full) and ablation done). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, headache, allergy to metals, alopecia and abdominal pain lower had resolved and the salpingitis, pelvic pain, dysgeusia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: essure removal date: on (B)(6) 2015. Trailing coils: left ¿ 3, right ¿ zero. The device did fragment and the outer shell was then remove. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: unilateral occlusion (right tube occluded). Ultrasound scan vagina: on an unknown date: unilateral occlusion (right tube occluded), migration of essure device, right coil was placed successful but the left coil migrated. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-oct-2019: mr received: lot number was added. Event from mr: fallopian tube with mild chronic inflammation was added. Reporter was added, lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/left coil had migrated out of her fallopian tube/migration of device-location of device:perforated tube'), salpingitis ('fallopian tube with mild chronic inflammation'), device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('heavier longer menstrual cycles that were usually painful/abnormal bleeding(menorrhagia)') in a 26-year-old female patient who had essure (batch no. B60749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nova-ring from 2012 to 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("cramping pelvic"), dysgeusia ("metalic taste in her mouth"), back pain ("back pain"), abdominal pain ("abdominal pains"), dysmenorrhoea ("heavier longer menstrual cycles that were usually painful/dysmenorrhea(cramping)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, hysterectomy (full) and ablation done). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, headache, allergy to metals, alopecia and abdominal pain lower had resolved and the salpingitis, pelvic pain, dysgeusia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: essure removal date: (B)(6) 2015. Trailing coils: left ¿ 3, right ¿ zero. The device did fragment and the outer shell was then remove. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). Ultrasound scan vagina - on an unknown date: unilateral occlusion (right tube occluded), migration of essure device, right coil was placed successful but the left coil migrated. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Batch no b60749, production date 2013-08-12, expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.